Manufacturer narrative:
D10 continued: 507645 lead & 505458 lead implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced a rash after receiving a new implanted device. The patient indicated they went to a dermatologist and used medication on it "but it doesn't go away completely. It got really bad again. It hurts and itches and ibreak out in hard bumps, little tiny ones, all over my chest, shoulder and back of my neck". The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No further patient complications have been reported as a result of this event.